Event description:
The customer reported, the system displayed an error code message. No report of patient injury.

Manufacturer narrative:
A ge service rep spoke with the customer remotely and requested the user to monitor the system for a while. The error did not recur. The system was found to be operating as intended.